Manufacturer narrative:
Results: the velocity was fractured approximately 38.0 and 66.0 cm from the hub. The velocity was kinked approximately 3.0 cm from the hub. Conclusions: evaluation of the returned velocity revealed that the catheter was fractured. If the device is forcefully retracted out of its packaging hoop at extreme angles, damage such a fracture may occur. The complaint also stated that the velocity was dry and crumbled upon removal from the packaging. This likely occurred due to the catheter not being hydrated, prior to removal from the packaging hoop. Further evaluation of the returned velocity revealed that the catheter was kinked. This kink was likely incidental to the reported issue and may have occurred during packaging the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed that a velocity delivery microcatheter (velocity) was broken in three placed, and was crumbled and dry upon removal from the packaging. The damage to the velocity was found prior to use and, therefore, the velocity was not used in the procedure. The procedure was completed using a new velocity.